Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical generator was used during procedure on (B)(6) 2012. According to the complainant, the generator was producing energy intermittently and this issue seemed to be dependent on which grounding pads were used. However, the physician was still able to complete the procedure with this generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable. Following the procedure, the biomedical engineer at the site tested the device and found no functional or physical issues. Attempts to obtain additional information revealed that the two physicians using this device were not accustomed to this product and thus "have had challenges with adjusting to endostat power settings and technique nuances versus erbe generator." It was reported that at least two procedures have been performed since this event "that have been more satisfactory to at least one of these physicians."

Manufacturer narrative:
(B)(4) for the reported event: generator delivered energy intermittently. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.